Manufacturer narrative:
The hospital is unwilling to release the bedframe or mattress to agiliti for testing. Therefore, root cause cannot be established. Further information is contained within complaint- (B)(4).

Event description:
A patient elevated a bed frame independently, attempted to exit, and subsequently fell, resulting in a fracture of the tibia and fibula.